Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that implant, the patient experienced small bowel obstruction, exudative fluid, infection, adhesions and recurrence. Post-operative patient treatment included lysis of adhesions, removal of previous mesh and placement of new mesh.